Event description:
It was reported that during a remote follow up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.